Manufacturer narrative:
Per tandem's pump user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling. Reportedly, the customer changed the pump supplies to address the issue. The customer's blood glucose level was 488mg/dl.